Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to moisture damage at the force sensor resistor. The insulin pump passed displacement test, operating currents, self-test, off no power and a21 error test. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. No further details given.